Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two mr290v humidification chambers were leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chambers (1x lot 130212 & 1x lot 130304) were returned to fisher & paykel healthcare in (B)(6) and were visually inspected. Results: device 1: the visual inspection revealed a horizontal crack which started at the base of the chamber and residue was found around the crack. The feedset was also found to be torn at the connection to the chamber dome. Device 2: the dome was found to be cracked below one of the chamber ports. The crack stretches along the base of the dome and there is residue present in the same area. The feedset tube was cut 70mm from the chamber dome. A lot check was performed and there were no other complaints of this nature for the lot numbers provided. Conclusion: we were unable to determine the cause of the damage. However, it is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. The damage to the returned feedset tubes appears to have been caused by the tubing being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube (B)(4). Any chamber that fails is rejected and the whole batch is placed on hold for investigation. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has reported that the crack appeared after the product had been in use, indicating the fault was not present during set up. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa.